Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were all the three sutures used on the same patient in the same single procedure? Response: 2 sutures from same batch used on 1 patient, another suture from same batch used on another patient. It's for the same procedure, same lot number. A separate pc will be created to capture the 2nd patient. What tissue was being approximated or sutured when it broke? Response: doctors were repairing the episiotomy wound (at perineum, vaginal wall/muscle) when it broke. What was used to complete the procedure? Response: another batch of vicryl 2-0 (qlbbxgc0) was used to complete the procedure. Did the patient experience any adverse consequences due to this issue? Response: no issues raised from patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.